Event description:
A report was received that the patient underwent pocket revision due to unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure instead of a pocket revision procedure. The physician implanted a new lead to maximize relief to the patient's pre-existing pain.

Event description:
A report was received that the patient underwent pocket revision due to unknown reason.